Manufacturer narrative:
It was reported to abbott, a patient was experiencing discomfort at the ipg when they presented to the clinic for their 3 month post-surgery follow up. The practitioner noticed the ipg had changed position to a skin surface with increased density. The patient also reported a burning pain in the calf that happened multiple times a day. The patient had x-rays done and was referred for MRI imaging. On 22 nov 2022, it was reported the MRI was cancelled because it was deemed unnecessary. No intervention was planned at the time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort and the patient stated the scs ipg shifted and began pressing against her skin. Consequently, surgical intervention is still pending.

Event description:
Additional information was received indicating surgical intervention took place on (B)(4)2023 wherein the ipg was repositioned to a new pocket location to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.